Event description:
The 9400 strobe light unit developed corrosion of the wire supplying electricity to the xenon light bulb causing the wire to let out electrical sparks when the xenon light bulb was in use. Unit sn (B)(4). FDA safety report ID# (B)(4).